Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Follow up with clinic revealed patient was last seen in the office five months prior to death with no device or lead issues reported. Eventually, the patient was in hospice and was "declining rapidly." Per power of attorney, the device was turned off and the patient died the next day. The cause of death was not known to the clinic, but the patient had been sick with endobronchial cancer for a few months. Pacemaker dependency not known to nurse.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation breached and cosmetic esc and cosmetic depression. Proximal segment returned and analyzed.